Event description:
It was reported that the ventilator had an exhalation flow outside range error code. It is unknown if the patient was connected to the ventilator at the time of the event.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.